Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced a false air in line alarm. No patient injury or medical intervention was reported. The master software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false air in line alarm. The root cause was determined to be and out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available.